Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2018. The ventricular lead had been implanted since (B)(6) 2004. A follow-up was performed on (B)(6) 2020 following a syncope experienced by the patient, and it was observed that the ventricular capture threshold was stable at 3.0v, the programmer output was 5v and the ventricular impedance was 1700 ohms. During the follow-up, the ventricular output was reprogrammed at 7.5v with a pulse width of 0.5ms, with bipolar sensing and unipolar pacing configurations. A pacing failure was observed following this reprogramming and the patient became dizzy. The previous parameters were then programmed back, and proper pacing was subsequently observed. The pacing system was explanted on (B)(6) 2020. Preliminary analysis results did not reveal any irregularities with the subject device. The reported behavior most probably resulted from a ventricular lead issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2018. The ventricular lead had been implanted since (B)(6) 2004. A follow-up was performed on (B)(6) 2020 following a syncope experienced by the patient, and it was observed that the ventricular capture threshold was stable at 3.0v, the programmer output was 5v and the ventricular impedance was 1700 ohms. During the follow-up, the ventricular output was reprogrammed at 7.5v with a pulse width of 0.5ms, with bipolar sensing and unipolar pacing configurations. A pacing failure was observed following this reprogramming and the patient became dizzy. The previous parameters were then programmed back, and proper pacing was subsequently observed. The pacing system was explanted on (B)(6)2020. Preliminary analysis results did not reveal any irregularities with the subject device. The reported behavior most probably resulted from a ventricular lead issue.